Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital with symptoms of dizziness. The physician confirmed that the patient's heart rate was at 40 beats per minute (bpm) despite the device being programmed with a lower rate limit of 70 bpm. Boston scientific technical services (ts) was consulted to provide a review of the device. Ts confirmed that there were no store episodes and all electrical parameters were stable. A chest x-ray confirmed the leads were in a good position. The physician suspects t-wave oversensing and will continue to monitor the patient. This ICD remains in service. The implanted leads are another manufacturer's product. No adverse patient effects were reported. Additional information was received that a revision procedure was performed due to high pacing impedances and a suspected fracture of another manufacturer's right ventricular (rv) lead. During the revision this ICD was also replaced and discarded. This report is being submitted due to an updated conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital with symptoms of dizziness. The physician confirmed that the patient's heart rate was at 40 beats per minute (bpm) despite the device being programmed with a lower rate limit of 70 bpm. Boston scientific technical services (ts) was consulted to provide a review of the device. Ts confirmed that there were no store episodes and all electrical parameters were stable. A chest x-ray confirmed the leads were in a good position. The physician suspects t-wave oversensing and will continue to monitor the patient. This ICD remains in service. The implanted leads are another manufacturer's product. No adverse patient effects were reported. Additional information was received that a revision procedure was performed due to high pacing impedances and a suspected fracture of another manufacturer's right ventricular (rv) lead. During the revision this ICD was also replaced and discarded.